Event description:
The overhead operating room light is drifting downward. Happening during various surgeries over several days. The swing arm needs tension adjusted. Manufacturer response for adjustable overhead light in operating room., powerled 700 (per site reporter): no response from manufacturer at this time.

Event description:
The overhead operating room light is drifting downward. Happening during various surgeries over several days. The swing arm needs tension adjusted. Manufacturer response for adjustable overhead light in operating room., powerled 700 (per site reporter). No response from manufacturer at this time.